Event description:
It was reported that the pump reset unexpectedly. The customers blood glucose (bg) level of "high"; although specific value was not provided. Elevated bg was addressed with a correction bolus via the pump. Customer reverted to an alternate form of insulin therapy. It was also reported that the pump time was incorrect, due to pump reset. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.